Manufacturer narrative:
Two field engineers arrived at the customer site to assess the system. They found the system to be in use and the customer refused service.

Event description:
The customer reported that the system was tracking to max resulting in a black screen and the system was down. There is no report of patient injury.